Event description:
During ptca treatment procedure involving an unspecified coronary artery, the maverick monorall balloon ruptured at 12 atm's on the initial inflation. The pt was asymptomatic during this event, it is noted that the maverick monorall balloon was passed through the cell of a previously placed stent in order to dilate a stent. A guidant balance guidewire was used. The sizes and types of introducer sheath, guide catheter and inflation device used are unk. The maverick monorall balloon was discarded by the facility. No pt injuries or procedural complications were reported. Pt status is reported as "good".